Event description:
According to the distributor's report, the pt sustained a laceration to the forehead with a hockey stick. The laceration was closed with the device. Two or three days later, the area around the device started to become red and swollen. Some skin loss around the device was noted. The physician treated the area of skin loss with silvadene and administered antibiotics prophylactically. The physician could not state if the event was attributed to the device or the nature of the trauma. The wound is reported as healing well, and the pt is reported as fine.